Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Therefore, unavailable for a physical evaluation. However, a photograph was provided. Upon visual inspection of the photograph, some marks and scratches were noted, on the red knob of the instrument. A functional allegation cannot be evaluated thru a photograph. Therefore, unable to be confirmed. Depuy synthes considers, the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination, therefore unavailable for a physical evaluation. However a photograph was provided. Upon visual inspection of the photograph, some marks and scratches were noted on the red knob of the instrument. A functional allegation cannot be evaluated thru a photograph, therefore unable to be confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.,the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attune instrument broke. Upon checking the instruments while setting up for a total knee replacement, the scrub nurse noticed that the adjustable knob highlighted in the attached screenshot wouldn¿t turn in either direction. After struggling for a while, it did eventually turn but now won¿t grip the ¿distal uprod¿ when tightened and so is not functioning as expected. No patient was involved and added no surgery time. The situation was remedied by opening another instrument tray. The instrument did not break apart into two or more pieces, the adjustable knob has seized and wouldn¿t turn ¿ now it will turn but is not gripping ¿ likely the thread has broken.